Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information clarified the patient¿s lead was replaced with two leads on (B)(6) 2014. The reason for replacement was stated to be because ¿the stimulation outcome was not good.¿

Manufacturer narrative:
Product ID: 3387-28, lot# va04hyw, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Correction:

Event description:
It was reported that due to the ¿wrong¿ position of the electrodes and ¿unsatisfying¿ outcome for the patient, the electrodes were either replaced or repositioned approximately a year after implant. The result was still not ¿very satisfying¿ but was better. Interleaving stimulation was programmed later that year which improved the outcome. No further information was provided.